Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary - the device was returned and analyzed and no anomalies were found. (B)(4).

Event description:
It was also reported that the device was explanted and replaced due to pain.